Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was trigged when it comes to this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead due to out of range shock impedance measurements. It was noted that the shock values have always trended higher than normal. All other parameters were within range. A request for further revue was sent to boston scientific technical services (ts). No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the information and discussed performing isometrics to exclude or confirm a lead issue. Ts also discussed more frequent follow ups and possibly raising the shock impedance value. The patient will be asked to come in for a follow up.